Event description:
On 07/07/1998 following a diagnostic procedure, an angio-seal device was placed in a pt's right femoral artery. Following device deployment, oozing was noted from the puncture site. Manual pressure was held with control of the bleeding. The pt ambulated approximately two hours later, and was discharged to home. Three days later (07/10/1998) the pt returned for a scheduled follow-up visit. At that time she complained of numbness and tingling in her lower extremity. An ultrasound was performed with inconclusive results. The pt was hospitalized and observed over the weekend, but was later discharged home without sequelae. On 07/27/1998 the pt presented to her physician with complaints of pain. On 07/29/1998 an angiogram was performed which identified a right common femoral arterial occlusion. The right external iliac artery and the right femoral vasculature were noted to be slightly collapsed due to diminished blood flow. The pt underwent surgical intervention on 08/07/1998. The pt reportedly tolerated the procedure well and was discharged home.